Manufacturer narrative:
The device was returned and customer allegations were confirmed. Due to a pinhole on bending section cover, water tightness was lost. Connecting tube had a dent. There were few additional findings. Due to a dent on channel tube, suction volume does not meet the standard value. The bending section cover had cut and chip. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to breakage of light guide-bundle, illumination was poor. Light guide connector was dirty. Indication on light guide connector was unclear. Eyepiece had a scratch. Angulation lever was deformed. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bending section of the tracheal intubation fiberscope had a pinhole and insertion tube exhibited buckling. The intended procedure was pre-operative intubation tube insertion assistance during video-assisted thoracoscopic surgery (vats). The procedure was completed with the same device. Pre use inspection was performed. Water leakage was detected during use of in-house scope cleaning and disinfecting equipment (disopa). The device was returned and an evaluation at the repair center revealed, coating of the connecting tube was peeled off (greater than or equal to one millimeter square). This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled coating could not be determined. It is possible that the peeled coating was caused by stress of repeated use, external factors, or handling. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 3 preparation and inspection: inspection of the endoscope: visually inspect the control section for excessive scratching. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.